Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome¿ 44 device was used during a cholangio-pancreatographie retrograde endoscopic (cpre) procedure. According to the complainant, during preparation, outside the patient, after actuating the handle to position the truetome¿ 44, the truetome¿ 44 did not return to its original position. The procedure was completed with a second truetome¿ 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned device found that the working length was twisted and kinked in multiple locations. The cutting wire length was measured and was within specification. The functional evaluation found that the orientation of the initial tip was out of specification. After rotating the handle to untwist the tip, the distal tip was inspected and the orientation was found within specification. The unit was able to bow and release the bow within specification. Additionally, the guidewire was advanced and unloaded from the device without resistance. Based on the investigation results, it is most likely that the manipulation of the device during the procedure contributed to this event. The most probable root cause is operational context, since anatomical and/or procedural factors encountered during procedure could have affected the device performance. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a truetome¿ 44 device was used during a cholangio-pancreatographie retrograde endoscopique (cpre) procedure. According to the complainant, during preparation, outside the patient, after actuating the handle to position the truetome¿ 44, the truetome¿ 44 did not return to its original position. The procedure was completed with a second truetome¿ 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.